Event description:
During a coronary artery bypass surgery the cardiac bypass circuit tubing experienced a rupture in one of the lines. The support was stopped while the tubing was repaired and the machine started back up again promptly, with no untoward outcomes to the pt.